Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(6) alleging that her onetouch ultramini enhanced meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that on the evening of (B)(6) 2013, she obtained a blood glucose reading of ¿5 mmol/l¿ with the subject meter. During the follow-up call, the patient informed the csr that her usual blood glucose reading in the afternoon are between ¿4 and 7.0 mmol/l¿ and in the evening between ¿5.0 and 7.5 mmol/l¿. The patient informed the csr that she manages her diabetes with a combination of oral medication and insulin. The patient denied administering any insulin in response to ¿5 mmol/l¿ result obtained with the subject meter. At the time of the initial call, the patient informed the csr that she tested with another device within 30 minutes of testing with the subject meter; however, during the follow-up call the patient confirmed more than 30 minutes elapsed between testing between the two devices. The patient reported that approximately 45 minutes after obtaining ¿5 mmol/l¿ result she developed symptoms of feeling shaky and sweaty. At the onset of symptoms she tested with a onetouch ultra2 meter and obtained a result of ¿3.2 mmol/l¿. In response to symptoms and low blood glucose reading, the patient ate cookies and confirmed feeling better. During the follow-up call, the patient informed the csr that she may have avoided low blood symptoms had she ate something. It is not clear if the patient's low blood glucose excursion was due to a missed/skipped meal. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after obtaining an alleged inaccurate high result with the subject meter.